Manufacturer narrative:
The valve serial number was provided. Update to d4 and h4.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (age, gender) and/or unknown procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
As reported through the japanese tavi registry, after a tavr procedure using a 20mm sapien 3 ultra resilia valve via transfemoral approach, on postoperative day (pod) 1, chest pain appeared, and a small amount of pericardial effusion was observed; there was no interference with the asd device on CT, and it was determined that it was not erosion. Subsequently, since the bloody pericardial fluid was on the increase and an elevated inflammatory response was also observed, treatment was started with non-steroidal anti-inflammatory drugs (nsaids) + colchicine for possible pericarditis. On pod 8, the inflammatory response decreased, and subjective symptoms improved. On pod 10, echocardiography showed a decreasing trend in pericardial fluid, which almost disappeared, and the patient was discharged from the hospital. On pod 31, the patient had a marked increase in pericardial fluid, fatigue, and shortness of breath, which did not rule out cardiac tamponade. Pericardiocentesis and drainage were performed using angiography. Since intracardiac and right ventricular pressures were measured simultaneously, and since right ventricular end-diastolic pressure and right atrial pressure were also consistent with intracardiac pressure, a diagnosis of cardiac tamponade was made. On pod 34, the patient's CT showed decreased pericardial fluid, and a pericardial drain was removed. Thereafter, the patient progressed without any increase in pericardial effusion. On pod 51, the patient's outcome of cardiac tamponade was improved. The device remains implanted in the patient body and will not be returned for evaluation.